Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the lack of pain relief and the implantable neurostimulator having to be charged all of the time was that device programming had changed multiple times which led to an increase in charge time. The patient¿s activity level is sedentary as pain is worse, plus other medical issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was to have her device removed tomorrow because she had to charge it all the time and it never provided enough pain relief. The patient stopped using the device in july. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.